Manufacturer narrative:
Findings: act and arrow buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a failed battery test alarm and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button would not work and scrolling after one button press. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also mentioned to have received a failed battery test alert and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.